Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with heavy calcification and heavy tortuosity. The patient presented with chest pain and discomfort due to myocardial infarction. The 3.5x23mm xience xpedition stent delivery system (sds) was implanted at the target lesion; however, after implantation the stent length was noted to be only approximately 15mm which cause poor placement of the stent. However, the stent implantation was able to resolve the chest pain, discomfort and slow flow. Therefore, no further treatment was needed. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and because the device was not returned for analysis, a definitive cause for the reported difficulties could not be determined. It is possible that interactions with the anatomy and/or other devices resulted in shortening of the stent and/or user perception/inaccurate measuring under angiography may have resulted in difficulties visualizing the stent; however, this could not be confirmed. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A cine was received and reviewed: a clinical review was requested and performed by an abbott vascular clinical specialist. Inconclusion: using the measurement tool within the dicom program, the measurement of the stent is roughly between 22 ¿ 23 cm. It is unknown if the site measured the stent by other means. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.